Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a case of gastroparesis after cryoballoon ablation followed by medication-induced recovery within 6 months.¿ case rep gastroenterol 2018;12:473¿478. Doi: 10.1159/000492213. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoballoon ablation catheter: there was one (1) patient who experienced gastroparesis following the ablation procedure. The patient was given medication; but the symptoms did not improve. Computed tomography showed ¿marked gastric dilatation without any intestinal obstruction.¿ additional medication was given, and the symptoms did resolve six months after the procedure. Further follow up did not yet yield any additional information. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.